Event description:
The customer reports a burning smell is coming from the x-ray device. In addition, no image would display on the monitor.

Manufacturer narrative:
Method, results and conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.